Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not power on. There was no patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device but was unable to duplicate or physically verify the reported power issue. However, the reported issue had been verified previously through the lifenet system. The cause of the reported issue could not be determined. The device was archived by stryker.

Event description:
The customer contacted stryker to report that their device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer was sent a replacement device. The customer's device was not returned to stryker for evaluation. Stryker did confirm through lifenet that the device was unable to power on. The cause of the reported issue could not be determined. H3 other text : not returned to manufacturer